Event description:
It was reported that the patient's device pocket did not heal fully after nearly four weeks of implant time. The doctor opened the incision and cleaned it up. No infection was seen. The pocket was successfully reclosed onto the existing pulse generator. There were no additional adverse patient effects.